Manufacturer narrative:
Sr-(B)(4)

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. The share log was reviewed and there was no transmitter failed error present within the investigation window. The event of a failed transmitter error was not confirmed. The root cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for investigation. The complaint confirmation could not be determined. A root cause could not be determined.